Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu assembly was evaluated and a cpu upgrade with all associated hardware and software was identified as being required to correct the issue. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.